Event description:
Customer's daughter states that the customer obtained a result of hi (greater than 600 mg/dl) on the advantage meter and based upon the result obtained, took an extra glyburide tablet around noon. At about 7 pm, the customer obtained another result of hi and felt clammy and "did not feel well" at this time. Customer was transported to the hospital and arrived at 8 pm. Hospital staff then tested the customer at 36 mg/dl on their meter at 8:30 pm. Customer was treated with juice (no other treatment provided). Customer was using expired test strips at the time of the readings. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.